Event description:
A letter has been received from the surgeon mr (B)(6), regarding one of his patients. The surgeon states that his patient had a scorpio ts rotating hinge implanted in 2006 at a different hospital, (B)(6). In the letter, the surgeon has stated that the pt is now having problems and thinks that the pt maybe is one that received a tibial platform that was recalled by stryker. The letter does not detail the nature of the "problems" experienced by the pt and this will be followed up.

Manufacturer narrative:
An eval of the device cannot be performed as the device remains implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.